Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-apr-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the lead moved down to t10 after a fall. The patient was no longer getting stimulation in her lower back, only in the legs. The patient reported fall at home a few weeks prior to report. X-rays were taken and it confirmed the patient¿s leads are now at t10. They were at t8 at implant. Healthcare provider (hcp) spoke with patient about revising leads. The patient was to schedule surgery. The patient was going to coordinate with her job for time off to have the surgery scheduled for the lead revision. No further complications were reported/anticipated.